Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized a blood glucose value of 250 mg/dl. The customer was on medication that increased her blood glucose and she became incoherant. The customer was admitted to the ICU and treated with insulin, an IV, and potasssium infusions. Troubleshooting for high blood glucose was declined. The customer's current blood glucose is 93 mg/dl. No products were returned or replaced.